Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent df4 connector pin was observed as mentioned in the complaint description. The subsequent root cause analysis indicated that mechanical forces applied during the explantation procedure should be taken into consideration. During the mechanical inspection a stylet could not be properly introduced and advanced within the leads lumen. Further analysis revealed coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the explantation procedure. With regard to the intermittent loss of capture mentioned in the complaint description, the analysis of the lead did not show any deviations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because during a lead revision due to intermittent loss of capture, when the device was disconnected from the lead it was noted that the rv lead was bent. Its unknown whether this occurred inside the header or during removal of the device. Should additional information be received, this file will be updated.